Manufacturer narrative:
Age/date of birth: unknown/ not provided. If implanted; give date: unknown/not provided. If explanted; give date: not applicable there is no indication the lens has been explanted. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was suffering from blurred vision, photopsia including glare, halos, starbursts, ghosting, reduced depth perception in low light conditions, extremely poor near vision, floaters and dryness after the implantation of lens model zxr00 iol (intraocular lens) in her left eye (os). Furthermore, the patient has met her surgeon twice since her operation. Most recently on (B)(6) 2019, the patient reported loss of contrast perception, unclear vision (resembling a greasy thumb print on her eyeball), poor near vision and an inability to drive on motorways at night. No additional information provided.

Manufacturer narrative:
Through follow-up with the patient we learned that the near vision in the left eye was very good prior to the surgery and has deteriorated dramatically. The post-operative check resulted in a -0.5d vision in the left eye. The unoperated right eye was measured at -0.6d resulting in the need to wear multifocal contact lenses. The patient suffers from dry eye''s and it is difficult to open them in the morning and is only able to drive for short periods. The patient also has multiple floaters. The patient stated symptoms do interfere with daily activities as they are aware of the disparity in the quality of vision between the two eyes constantly. Glare and starbursts from car headlights and rear lights and traffic lights and illuminated signs and lamp-posts are also present, and lost contrast perception in the eye with the lens. The patient is considering an explant. The lens currently remains implanted. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.